Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer's blood glucose level at the time was 213 mg/dl. Customer treated with a bolus. Pump passed priming and high pressure tests. Customer was advised that the pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer's blood glucose was low in the morning at 54 mg/dl. Customer declined troubleshooting for low blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.